Event description:
It was reported that a clearlink system non-dehp buretrol set malfunctioned while in use with a non-baxter device. It was not specified when in the process this occurred. This was further described by the reporter as ¿the nurse noted fluid on the floor and it seemed like there was a leak of ifosfamide, but they were not sure from which device¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: (B)(6) 2022. D4: suspected lot # dr21j18048 or dr22a17055. H4: the suspected lot # dr21j18048 was manufactured on 10/19/2021. H4: the suspected lot # dr22a17055 was manufactured on 01/18/2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.